Manufacturer narrative:
Product analysis the reported aortic rupture could not be confirmed on the pre-implant films received; however, the anatomical consideration leading to the events reported could be appreciated. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Procedural angiogram showing ballooning of the bifurcate device were also not received. It is most likely that the severe calcification observed in the aortic neck contributed to the rupture occurring after ballooning in this area. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that during the index procedure, after the bifurcated stent graft and iliac limbs were successfully deployed to their intended location, a reliant balloon was deployed to the proximal seal zone to begin the ballooning sequence to ensure proper seal was achieved in the proximal and distal seal zones. The balloon was inflated as normal under live fluoroscopy, but before the pressure was released, the stent graft and balloon were visualized suddenly expanding well beyond the diameter seen prior to the ballooning sequence. Shortly after, the patient¿s blood pressure dropped significantly, so the balloon was re-deployed to the descending thoracic aorta, causing the blood pressure to stabilize. An aortogram was performed to confirm that the aorta had ruptured within the proximal seal zone between the left renal and the aaa. The physician then began the open surgical procedure to repair the rupture, leaving the endurant graft in place. The aorta was opened at the proximal end of the endurant graft, the physician removed the suprarenal stents, tied off the origin of the left renal artery and made an end-to-end anastomoses of the endurant stent graft to the healthy aorta distal to the right renal artery. The physician then wrapped a surgical tube graft around the torn segment of the aorta between the surgical anastomoses and the aaa, suturing the graft as an external buttress to seal the neck. As per the physician the cause of the event was anatomy. It was said the fragile, severely calcified aortic neck ruptured during routine compliant balloon angioplasty. No additional clinical sequalae were provided and the patient is fine.